Manufacturer narrative:
The technician traced the issue to the sidecomm board. The technician replaced the sidecomm board to repair the bed.

Event description:
Information rec'd indicates the bed exit will set and alarm locally but will not alarm at the nurse station.